Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited decreased r-wave measurements, high out of range pacing impedance measurements greater than 2,000 ohms and noise and oversensing that resulted in inappropriate shock therapy. The patient was not pacemaker dependent. A lead fracture in the pocket area was suspected, however, was not confirmed. An invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.